Event description:
Customer alleged the let upper foot rest support will not lock into place and just spins around. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model prox4s, serial number/date (B)(4) is approximately 1 month old. The owner's manual part number 1125104 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged malfunction; the upper footrest support would not lock at the time it was received. The dealer alleged the upper footrest spin completely around. Warranty order (B)(4) was submitted for part replacement. The customer did not alleged injury.